Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. A correlation between the device and the reported event could not be conclusively determined. During an ambulatory follow up, the patient reported having an unspecified alarm when the white cable was connected to the power module. Reportedly, no alarms occurred while the patient was on battery support. The center reported that it was not possible to download the system controller log file due to the alarm. The patient was shipped an ungrounded cable and was discharged home on battery support. No alarms appeared after the patient was discharged home. No additional information was provided by the hospital. The patient remains ongoing on lvad support and no further events have been reported. A review of the device history records found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that an unspecified alarm occurred when the white cable was connected to the power module. No alarm occurred while the system controller was connected to batteries the patient was asymptomatic. It was reported that it was not possible to download the system controller log file due to the alarm. The patient was discharged from the hospital on battery support and no further alarms appeared. The patient was provided with a non-grounded patient cable for use with the power module. No additional information was provided.